Event description:
The customer's father reported via phone call that the customer's insulin pump delivered a bolus while they were sleeping. The customer's blood glucose was 92 mg/dl. The customer was advised to treat their blood glucose with food. The customer's father was explained how the bolus that was delivered could have been avoided. The bolus that was delivered was 10 units of insulin. The customer's father confirmed that the issue did not result in a serious injury or hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.